Event description:
Title: predictive factors of recurrence after laparoscopic incisional hernia repair: a retrospective multicentre cohort study. The main purpose of this study was to analyze patient-related factors that may influence the risk of hernia recurrence following laparoscopic incisional hernia repair, including the potential role of chosen materials. From september 2002 to september 2017, 312 patients who underwent elective laparoscopic incisional hernia mesh repair were included in the study. At a mean 22-month follow-up, 273 patients presented no recurrence of incisional hernia and 39 had relapsed. For the group of patients with no recurrence, there were 104 males and 169 females and among them were 140 patients aged less than 65 years, 86 patients aged 65-75 years and 47 patients aged more than 75 years. For the group of patients who had recurrence, there were 15 males and 24 females and among them were 26 patients age less than 65 years, 10 patients aged 65-75 years, and 3 patients aged more than 75 years. During the laparoscopic incisional hernia repair procedure, adhesiolysis was performed by blunt and sharp dissection, employing non-ethicon bipolar scissors (manufacturer: unknown) for hemostasis. Then the intraperitoneal onlay mesh technique was performed. The types of mesh used were physiomesh (ethicon) in 46 patients, coated meshes in 158 patients which included the proceed mesh (ethicon) and 3 competitors mesh (manufacturers: medtronic and bard), competitor eptfe mesh (manufacturer: gore) in 69 patients and competitors composite mesh in 39 patients (manufacturers: bard, herniamesh, and dahlhausen). In 43 patients, the mesh was fixed by two crowns of absorbable tacks which included securestrap (ethicon) and competitors absorbable tacks (manufacturers: medtronic and bard). In 179 patients, the mesh was fixed by two crowns of nonabsorbable tacks which included ems (ethicon) and competitors nonabsorbable tacks (manufacturers: bard and medtronic). Both absorbable and nonabsorbable tacks were used in 88 patients. The reported complications included hernia recurrence (n=?), surgical procedures complicated by intestinal perforation (n=?), bleeding from the round hepatic ligament (n=?) And death due to postoperative septic acute cholecystitis in an elderly patient aged 84 years (n=?). In conclusion, laparoscopic incisional hernia repair is a safe and effective surgical technique that (in terms of hernia recurrence) is not influenced by the type of material, provided that well-tested partially absorbable mesh materials are used. Further studies are needed to clarify the role of the type of mesh used and the m/d area ratio in prevention of hernia recurrence.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned the single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-05720, 2210968-2023-05721, 2210968-2023-05722. Citation: journal of laparoendoscopic & advanced surgical techniques, volume 00, number 00, 2022, doi: 10.1089/lap.2022.0465